Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Material rigid, stiff, brittle. Evaluation results: a lens work order search was performed and there were no similar complaints found within the work order. Conclusion - (unable to confirm): based in the complaint history and work order search we were unable to determine a specific root cause of event. An investigation of the root cause of cracked brittle optics is being conducted under the assigned CAPA. (B)(4).

Event description:
It was reported that the aq2010v silicone three piece lens felt brittle and tear was noted in the middle of the optic. There was patient contact but no injury. Surgeon was concerned there was an issue with a batch of lenses.

Manufacturer narrative:
Results: visual inspection of the returned product showed the optic was torn and the other side was scratched. There was a clear surgical residue on the lens. (B)(4).